Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or poor insertion technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a trigen meta nail tibial nail removal, the slotted mallet ((B)(4)) broke. Also, due to the long impactor ((B)(4)) being repeatedly struck, the proximal end metal deformed. Lastly, the locking screws in the nail stripped, and the hex drivers (short, medium and long) ((B)(4)) all became rounded over. Device inside the patient. The procedure was completed with a competitor device. Patient was not harmed.